Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the verbatim; on previous site visits, cpc determined that the practice in the infusion center of over programming the vtbi (volume to be infused) to include the flush was a contributing factor to the failure of the ball seating properly. A vacuum is created which can potentially prevent the ball from completely sealing the valve. If there is a deformity in the drip chamber this can also lead to the ball not seating properly.

Manufacturer narrative:
H:3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.